Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound "looking worse" that was clarified to be maceration is related to v.a.c. Therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas.

Event description:
On apr 4 2016, the following information was reported to kci by the nurse: the patients wound had started "looking worse" on (B)(6) 2016 and v.a.c. Therapy was placed on hold. On apr 6 2016, the following information was reported to kci by the nurse: the nurse clarified that the patients wound "looking worst" was maceration to the wound and she was not sure if it was reversible. On apr 8 2016, the following information was reported to kci by the nurse: the physician ordered for the patient to change to an alternate dressing and to place prisma in the wound for debridement of the macerated tissue. The physician ordered this type of alternative dressing to be done for one week and at the end of that time on (B)(6) 2016 the wound would be reassessed to see if v.a.c. Therapy would be restarted. At the last wound dressing change the maceration had looked better and had almost completely resolved. On apr 29 2016, the following information was reported to kci by the nurse: the maceration had completely resolved by the end of treatment on (B)(6) 2016. The physician assessed the wound and decided to keep the patient on an alternate wet to dry dressing. The patient is doing fine at this time. The wound is making improvement and meeting wound healing goals. There have been no further occurrences of maceration. On apr 21 2016, kci quality engineering (qe) completed an evaluation of the device with cords passed. The device passed quality control (qc) checks and the met specifications on jan 15 2016 before placement with the patient. The device was delivered to the patient on jan 18 2016. On apr 18 2016 the device was received in kci qe for evaluation. This customer complaint could not be substantiated by kci quality engineering.